Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they went through some surgery and had to turn the device off. Patient said they have been trying to turn it back on for the weekend but are getting the message device communication has been interrupted. Reviewedhow to end session and power off and on the programmer. Patient was able to open the interstim x my therapy app but said it was taking forever and patient believed this was due to a low handset battery. Patient will charge hand set and call back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.